Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (14.0 mg/ml at .096 mg/day), baclofen (.342 mcg/ml at .342 mcg/day), and bupivacaine (.137 mg/ml at .137 mg/day) via an implanted pump. It was reported that the patient stated that the pump was working and recently stopped helping with their pain. The patient was seen in the clinic on (B)(6) 2024 and the pump logs showed the pump changed to minimum rate. The patient was transported to the hospital via ambulance and admitted due to the pain. The patient was an inpatient at the time of the report. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report.